Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal unraveled. A new kit was opened to complete the procedure. The hospital reported no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the delivery tube was returned alone with half of the seal and tension spring assembly inside the deployment tube. The seal had partially unraveled. The green slide lock and the white plunger were depressed on the delivery device. The device was covered in blood. Based upon the received condition of the device, it appeared that the seal had unraveled and did not deploy properly. The reported complaint "unraveled" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).